Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis determined that the tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this lead from left bundle branch was explanted due to impedance dropped and the capture threshold rose. Tissue in the helix also noted. A new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead from left bundle branch was explanted due to impedance dropped and the capture threshold rose. Tissue in the helix also noted. A new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead from left bundle branch was explanted due to tissue in helix and a new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.